Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2011 - patient was diagnosed with stress incontinence and underwent a cystoscopy and an unknown pubovaginal sling procedure using a bard/davol flat mesh. The attorney alleges outcomes attributed to device of stress urinary incontinence, pain, painful intercourse, trouble with bowel movements and bladder.